Manufacturer narrative:
(B)(4). Date sent: 03/17/2020. D4: batch # t5dx90. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge loaded on the device. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences reported? If yes, please describe.

Event description:
It was reported that during an unknown procedure, there was staple malformation. Additional details unknown.